Manufacturer narrative:
(B)(4). G2: foreign: costa rica. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the connecting screw to implant the nail the connecting screw fractured. The surgeon was unable to complete the surgery. The patient then underwent a second surgery later that same day and the surgeon was able to complete the surgery without any complications. Additional attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the provided photo identified that the device is fractured near the screw tip. As no product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Two x-rays reviewed and not submitted to mmi as they are post-operative with the nailing system in situ. The event is for an intra-operative instrument complication; therefore, submission would not enhance the investigation. Additional medical records not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a1; a2; a3; b4; b5; b6; d1: d2; g2; g3; g4; g6; h1; h2 the following sections were corrected: d4; e1 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information to report at this time.